Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31224451l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. E1. Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient with history of nsvt (nonsustained ventricular tachycardia) underwent a premature ventricular contraction (pvc) ablation with a qdot micro¿ catheter and the patient experienced cardiac tamponade that required pericardiocentesis and drain placement. After the ablation in the right ventricular outflow tract for pvc, the patient¿s blood pressure decreased while waiting. The pericardial effusion was confirmed by echocardiography. Pericardiocentesis was performed and the drainage tube was placed to drain the pericardial effusion. Steam pop was not confirmed. By draining the pericardial effusion, the patient¿s blood pressure stabilized gradually. The patient returned to the room with the drainage tube placed. The physician's opinions on the relationship between the event and the product is that it was hard to advance the catheter upwards in the right ventricular outflow tract. At that time, the catheter might have bumped, or the ablation area might have been a little too wide. Fortunately, the amount of the drainage was small. The physician considered that the catheters have nothing to do with the event. No abnormalities were observed prior to use or during use of the product. There were no error messages observed on biosense webster equipment during the procedure. No transseptal puncture was performed. Additional information was received indicating the patient did not require extended hospitalization and on (B)(6) 2024, the patient¿s condition improved and was discharged from the hospital.